Event description:
It was reported that a patient underwent a total right knee arthroplasty on (B)(6) 2021 and suture was used to close the joint capsule. The patient presented on (B)(6) 2021 with infection and dehiscence down to the joint capsule. With a revision procedure was performed. It is unknown at this time if the suture was found broken during the revision procedure. The joint was washed out and the poly replaced. The patient was treated for the infection. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure- the patient was a (B)(6) female. I do not have any other demographic information at this time. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Product changes include using stryker zipline wound dressing. Product code and lot number of the vicryl suture? Product code- sxpp1a404. I do not have the lot number on what tissue was the suture used/location of each suture placement? The suture was used in the joint capsule tissue. First, the surgeon placed several interrupted vicryls in the capsule and then placed stratafix symmetric on top of that in the capsule as well. How was each suture placed (interrupted or continuous)? The vicryl in the capsule was interrupted knots and the stratafix was continuous with proper initiation and termination locking stitches. Was the fixation tab of the stratafix suture seated against the tissue at the initiation of suture use during the index procedure? Yes, the tab was seated correctly against the intact capsule tissue lateral to the apex of the incision. For the stratafix suture, were two reverse stitches performed across the incision prior to closure? Yes. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? During re-operation, the surgeon said he observed that in the capsule, stratafix snapped in half right above the patella, about the mid-point of the incision. Were there any precipitating stress factors for the suture breakage? When I inquired about the patient activity post operatively, the surgeon said the patient did not fall or have an accident that he knows of to cause the suture breakage. Where did the post-op suture breakage occur on the stratafix suture (termination, middle, end)? Middle. Did the vicryl suture break post-op? I am still trying to gather information on this. Unknown at this time. What was used for re-suturing during the 2nd procedure? Unknown at this time, more information forthcoming. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unsure, more information to come. Was the patient treated for the infection? Yes, the surgeon mentioned she was being treated for the infection and mentioned 2 strains of bacteria, one being e coli. What is the patient's current status? Unknown for now. More information to come. Any device being returned? No . Note: events reported in 2210968-2021-12522.